Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is reported because the lot number was not provided. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the lot number was not reported. Per the supera instructions for use (IFU), the system is indicated to improve luminal diameter in the treatment of patients with symptomatic de novo or restenotic native lesions or occlusions of the superficial femoral artery (sfa) and/or proximal popliteal artery. The reported patient effect of pain is listed in the IFU as a known patient effect of peripheral stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a supera stent was intentionally implanted in the superior mesenteric artery (sma), with the proximal portion partially in the descending aorta, without issue. On (B)(6) 2016, the patient was hospitalized due to abdominal pain. The physician on call suspected possible gastrointestinal (gi) bleeding and is unsure the device relationship to the pain. Imaging was performed without positive results. The stent remained open and patent with no active bleeding. On (B)(6) 2016, the patient was discharged home. There was no additional information provided.